Event description:
It was reported that the patient experienced a syncopal episode and there was noise/artifact on the implantable cardiac monitor rhythm strip so the physician was unable to see the patient¿s rhythm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).